Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that sensor fractured while in the body. Blood glucose was 212 mg/dl. Customer inserted a sensor and when he tried to attach his sensor the sensor snapped off and the cannula was still in his skin. Customer also reported that they did not receive medical treatment as a result of the sensor fracturing while still in the body and needle was not hard to remove from body. The device will be returned for analysis.

Manufacturer narrative:
Inspected 1 random partial opened or used sensor and performed visual inspection and found sensor with cannula broken, broken part is missing. Unable to confirm customer received sensor in said condition due to customer returned opened or used. Unable to confirm insertion/needle complaint due to customer return sensors no needles.